Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion. The right ventricular (rv) lead was noted to be exhibiting high thresholds. A pericardial window procedure was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.